Manufacturer narrative:
Investigation summary 19 samples were returned for investigation by the customer. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsites were then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The sets were successfully flushed. The customer complaint that there are issues with not being able to flush the extension sets could not be replicated. A device history record review for model 22003e-07 lot number 20119616 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 22003e-07 lot number 20119561 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 22003e-07 lot number 20119615 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 22003e-07 lot number 20119636 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 22003e-07 lot number 20119617 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the pressure rated ext set bonded ss 8.5 had issues with blockage/occlusion during the flush. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "these faulty extension sets are impacting patient care." "When extension set connected to saline syringe, unable to flush through connection with several attempts".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pressure rated ext set bonded ss 8.5 had issues with blockage/occlusion during the flush. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "these faulty extension sets are impacting patient care." "When extension set connected to saline syringe, unable to flush through connection with several attempts"